Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited oversensing and inappropriate shocks. The physician elected to upgrade this patient to a cardiac resynchronization therapy defibrillator (crt-d). This patient had to have system implanted on right side because there was no access through the subclavian vein on the left side. Subsequently, additional information was received that there was no report of asystole greater than 2 seconds. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. This lead did not pass the continuity test with manipulation; a fracture on the rate/sense conductor coil was noted. Deep surface abrasion in the lead insulation suggests rubbing from the distal end of the suture sleeve. The inside diameter of the distal end of the suture sleeve is also thinned from abrasion. An x-ray confirmed that the rate/sense conductor coil is fractured approximately 296mm from the terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.